Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the patient developed an infection and endocarditis. On (B)(6) 2021, the pacemaker system was explanted successfully without any complications. Related manufacturer reference number: 2017865-2021-35763, 2017865-2021-35764.